Event description:
Event description guidant received information that this patient has reported that his pacemaker was not working correctly resulting in a variety of symptoms such as: dizziness, low blood pressure, low pulse, a lack of oxygen and the device not responding to the programmed settings when needed. He has now contacted us inquiring how to obtain reimbursement for his pacemaker not working properly.